Event description:
It was reported that atrial lead noise was observed upon isometric movements. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.